Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The incident occurred in (B)(6).